Event description:
It was reported that during a pta treatment procedure, the blue max balloon burst at 20 atms, and would not deflate. [Rbp= 17 atms] the av graft lesion was not calcified and the degree of stenosis is unknown. The physician used a 7f introducer sheath and a 0.035" guidewire to access the lesion, which was not predilated. The physician had no difficulty inflating the balloon, but it "seemed to have a small leak." Following inflation above rated burst pressure, the balloon would not deflate. The pt was asymptomatic during this event. Since it was an av graft, the physician pushed on it with his fingers and worked the balloon into the sheath. The balloon was still partially inflated when removed from the pt, but was removed from the pt in an intact state. The procedure was successfully completed with another of the same type of balloon. Pt status is reported as "fine."

Manufacturer narrative:
The device has not been rec'd for analysis as of the date of this report. A supplemental medwatch report will be filed when the analysis is complete.